Event description:
It was reported that the patient received two inappropriate shocks due to high ventricular frequency atrial fibrillation episodes. The patient was started on oral medication and the device remains in use. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6935m62 lead: (B)(6) 2014. A 419478 lead: (B)(6) 2014. (B)(4).